Event description:
Per co rep, customer reported 2 incidents "in the last week" in which device "leaked" at y-junction. One incident occurred when device just removed from package for use and second incident noted during injection of "radioactive agent." No injury reported but "special precautions needed to clean up." Add'l f/u with end user to clarify problem description revealed that account had experienced around "6-8" incidents in which y-junction component "split" during pt use and/or priming. End user confirmed that tubing did not separate or leak at y-junction but stated that "split" involved y component. Incidents occurring during use with ns or isotope injection. No pt injuries reported.